Event description:
Information received indicates the brake is not holding.

Manufacturer narrative:
The technician found the brake cable caught in the roller bushing. The technician replaced the brake bearings, stiffener plate and the brake/steer caster to repair the bed.